Event description:
The customer observed a falsely elevated architect free t4 result generated for a patient sample. The following data was provided: the customer reference range = 0.7¿1.48 ng/dl.sid (B)(6), 36 years old female ; initial result = >5 ng/dl, repeat result = 1.30 ng/dl no impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k65-74 that has a similar product distributed in the us, list number 07k65-74, 510k k173122.